Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst is consistent with the teflon pad being loose and lifted from the instrument tip.

Event description:
It was reported that during a da vinci-assisted low rectal resection surgical procedure, the 8mm harmonic ace instrument teflon pad comes off. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have the teflon pad dislodged from the clamp arm. No pieces were found missing.